Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during tympanomastoidectomy surgery, it was observed that the motor device was getting extremely hot when in use. There were no delays in the planned surgical procedure as the surgeon was able to complete the surgery successfully with the device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.